Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during the vein harvesting procedure, the pin that locks the v keeper was becoming disengaged, the vein was falling out of the v keeper. The device was unable to be used, converted to open harvest. Minimal amount of blood loss. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 20, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
(B)(4). Upon evaluation of the device the complaint was confirmed. The returned sample was visually inspected, during which no visible damage was found on the v-keeper or v-lock pin. When attempting to close the v-lock mechanism, moving the v-lock pin to the distal edge of the shaft with weak power found to move the v-lock button to the unlocked position. The operation of the v-lock mechanism based on the product standard was measured. It was found that the v-lock pin disengaged at an unstable power. Further inspection of the sample found that the v-lock release button and the v-keeper button overlap each other. There was no visible damage on the v-lock release button or the v-keeper button; however, the edges around the two claws of the v-keeper button were worn down. There was also dimensional variance with the v-keeper button in relation to deformation in the claws, which led to a decreased overlapped area. The decreased overlapped area would most likely be caused from deformation and being worn down in the v-keeper button. The v-keeper button being worn down would most likely be caused by the v-lock button being released with the v-lock release button not completely pushed in, which would cause the 2 buttons to rub against each other. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.